Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the customer reported lot dr18813066, however the lot is not recognized as a valid lot. The user facility submitted a medwatch report for this event: mw5093765. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were plastic filaments found floating in a 500ml intravia empty container. The bag was being compounded with chemotherapy. There was no patient involvement. No additional information is available.